Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.